Event description:
Patient (pt) called back on 07april2025 and stated that she is having trouble connecting to the implantable neurostimulator (ins). Pt is getting communicator not found. Pt tried a long hold reset - pt verified that blue tooth is enabled. Pt tried to switch communicator nothing worked. A replacement communicator was sent out. Manufacturer representative (rep) called on 08thapril2025 and asked about a vigilance reference letter(unknown number) that referred to "lead not being in the right place." Technical services (tss) discussed the pt referencing a historical medical event where stimulator was placed on wrong side. Rep was just investigating the reported event on behalf of health care provider. Patient called back in on 11april2025 stating they still cannot get the equipment to work. Patient stated the part that is not working is the cell phone part, but the other part works fine. Patient stated they were not sure what they are doing wrong. Patient then clarified the issue was that they see not found when trying to connect to mystim. Agent walked patient through resetting communicator and clearing out of all apps. Patient then toggled bluetooth off and on and airplane mode on and off. Patient then was able to successfully communicate to access therapy settings. Patient stated they were trying to decrease one of their programs. Agent reviewed for patient to try powering off communicator once a day to resolve issue. The steps on the call resolved the issue.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they were having issues with the communicator and can't get the communicator to link up to the handset. Agent walked patient through resetting the handset and communicator and this resolved the issue. The patient mentioned their healthcare provider (hcp) put the implant on the wrong side and they have to go back in for surgery to change it to the right side. Patient noted their managing hcp.

Event description:
Patient called stated they are not able to connect to adjust setting. Agent assisted patient with resetting the handset and communicator and patient is able to connect to ins to make adjustment.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.